Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 11/06/2017 as follows: patient received an implant on (B)(6) 2007 via the right common femoral vein due to morbid obesity, prophylaxis for pulmonary embolism. Patient is alleging leg pain, swelling and anxiety due to the device.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2007. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.